Event description:
Pain clinic was opening custom nerve block tray and discovered a hole in the blue outer wrap so sterility may have been compromised. These are usually properly sealed and in plastic bags.